Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. However, the device was found with biohazard blood contamination. The investigation concluded the customer's report is related to the blood contamination inside the device. The device was deemed unrepairable, designated as hazardous material and handed to the appropriate disposal service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "compressor failure -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction